Manufacturer narrative:
Literature citation: jaffee s, white g, kite t, perry m, li j, tomycz nd. Paddle lead spinal cord stimulation for chronic pain in oc togenarians: a case series. World neurosurg. 2026 jan;205:124666. Doi: 10.1016/j.wneu.2025.124666. A2 age: please note the age provided is the median age of the study cohort, as more specific data was not available. A3a sex: please note the sex provided is the majority sex of the study cohort, as more specific data was not available. D: please note that only 3 of 51 patients in the study were noted to have been implanted with devices manufactured by the reporting manufacturer. Specific device(s)/device manufacturer(s) associated with the reported events were not provided. Additional information has been requested to confirm whether the reported events involved devices manufactured by the reporting manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: 1. One patient developed a postoperative infection that necessitated device removal 30 days after the initial implant. 2. One patient developed a postoperative infection that did not require device removal and was successfully treated with sharp and subcutaneous surgical debridement at the implantable neurostimulator (ins) site, resulting in resolution of the infection. 3. One patient experienced a loss of efficacy with their system nearly two years after implant and had their device explanted as a result. Please see the attached literature article.